Event description:
It was reported that during an unknown procedure the device gave error 3. No patient consequences. Another like device was used to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for, but unknown or not provided during initial contact. The hand piece was returned with a loose mount and was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for an error code 3 to occur.